Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) /2011 and (B)(6) 2002 and mesh was used. The patient also had elevate, intepro, and sparc mesh implanted. It was not reported which device was implanted on which date. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/06/2015. Additional narrative: it was reported that the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring and other. It was reported that the patient underwent debridement of wound, removal of foreign body and secondary closure of wound on (B)(6) 2002. It was reported that the patient underwent procedure on (B)(6) 2012 and miniarc was implanted. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent sparc and elevate inteprolite on (B)(6) 2011 due to sui and grade 3 cystocele. It was reported that the patient underwent incision with removal of sling, vaginal mesh, repair of bladder defect on (B)(6) 2011 due to urinary incontinence secondary to mesh erosion at bladder neck. (B)(4).